Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that the infusion set blockage was located in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.